Manufacturer narrative:
(B)(4) follow up for device evaluation: it was reported the syringe markings on the syringe were not straight, and only the markings from 8ml to 17ml were visible. To aid in the investigation, one sample with no packaging blister and one photo was provided for evaluation by our quality team. A visual inspection was performed, and the syringe barrel scale marking is skewed and incomplete. The photo provided shows the sample received. No other defects or imperfections were observed. This defect could occur if there is a jam during the syringe barrel printing process. A device history record review was completed for provided material number 302830, lot 4157620. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. The sample will be shown to associates for awareness. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
Material# 302830; batch# 4157620. It was reported by customer that syringe markings on the syringe were not straight, and only the markings from 8ml to 17ml were visible. Rcc received a complaint via phone. Syringe markings on the syringe were not straight, and only the markings from 8ml to 17ml were visible. Product code 302830. Lot number 4157620.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material# 302830 batch# 4157620 it was reported by customer that syringe markings on the syringe were not straight, and only the markings from 8ml to 17ml were visible. Did not reach patient.